Event description:
The hospital reported that during an endoscopic vein harvesting procedure while using the vasoview hemopro 2 (w/vasoshield) it would not cut and/or seal. The power setting was set at 3. They tried switching out the extension cable, then adapter pigtail, then power supply and it still would not work. They opened another device and it worked fine and they were able to complete the case with no other issues. No patient info was provided and no patient effects.

Manufacturer narrative:
Trackwise ID (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Manufacturer narrative:
Trackwise # (B)(4). The device was returned to the factory for evaluation on 05/31/2022. An investigation was conducted on 06/20/2022. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. There were no visual defects observed on the harvesting jaws or heater wire. An electrical evaluation was conducted. A pre-cautery test was performed per the direction for use (dfu) with a reference cable, adapter and reference power supply vh-3010 at level 3.0. The device passed the pre-cautery test; it produced visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released. To evaluate the safety shut down system, a polyfuse activation test was performed 5 times over 10 minutes. The device shut off after the period of sustained activation and reactivated after 10-second cooling period with no incident each time. An activation and transection capability test was performed over five (5) repetitions using "max life test method (B)(6) rev aa. The device did activated and transected tissue four (4) times. Based on the results of the evaluation, the complaint for the reported failure "failure to cut¿ was not confirmed. The lot history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.